Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. Philips field service engineer (fse) reports unit needs battery. The customer declined repair at this time.

Event description:
Customer requesting information history for unit, unaware of any issue. There was no patient involvement.